Manufacturer narrative:
Follow-up #1: date of submission 02/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: the keypad cover was found to be peeling off from the base. The down arrow keypad button was found to be unresponsive. The ok, up arrow and contrast keypad buttons were found to be responsive to user input. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, the top of battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the damage occured 2 days ago and the buttons became intermittently responsive on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.